Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was 290 mg/dl and five minutes later it dropped to 43 mg/dl with two arrows down. There was no treatment or medication taken during this time. The patient became weak, dizzy, lethargic and could not walk. His bg was checked and it was 37 mg/dl. He was give fruit and soda and monitored closely. After a few minutes, this bg was 41 mg/dl and continued to rise. The cgm reportedly started giving jumpy readings. It took about thirty minutes for his blood sugar to stabilize. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).